Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for dislocation. Extracted the 32+9 femoral head and 32x52 neutral liner. Implanted a new 32+9 femoral head and a 32x52 +4 neutral constrained liner. No delay in surgery. No injury to the patient. This was the patient's left hip. Original dos: (B)(6) 2019. Patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.): dislocation, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, other information: left hip, is the patient part of a clinical study: unknown, activity level: average, (B)(4). Device property of: patient, device in possession of: none, (B)(4). Device property of: patient, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.